Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak and damage to the biopsy channel. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a defective objective lens or distal end. The device was returned for evaluation. During the device evaluation, the white foreign material was found in the air and water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. Additional findings were as follows: air and water cylinder had discoloration; suction (s-cylinder) had discoloration; plug unit was deformed and dirty due to water leakage; scope connector cover unit had corrosion due to water leakage; label on suction (s-connector) was peeled; due to damage on the channel tube, water tightness was lost; plastic distal end (c-cover) had a burn; nozzle had corrosion; adhesive around objective lens had a chip; adhesive around light guide lens had a chip; connecting tube had buckling; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.